Event description:
I used renu with moisture loc contact lens satine solution from 12/04 through 05/05. Due to severe burning and sensitivity to light, redness, edema and no vision in my left eye I was taken to the emergency room. At which time I was examined by 3 different drs. I was diagnosed with fusarium keratitis and severe corneal scarring. I was prescribed a topical medication. Due to an eye condition I have called amblyopia a corneal transplant is not an option for me. The eyesight in my left eye has gone from a + 7.5 to a +13 in a matter of 6 months from 05/05 to 11/05.